Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a preimplant dilation of the native valve was performed with a 20 millimeter (mm) non-medtronic balloon. During the valve deployment, an infold was observed. The valve was deployed and the delivery catheter system (dcs) was exchanged for an 18 french (fr) sheath for post dilation. During the time it took to post dilate the valve due to infolding, the patient coded. Cardiopulmonary resuscitation (CPR) was initiated along with intubation and one round of defibrillations. The valve was successfully dilated and expanded with a 26 mm non-medtronic balloon. Medication was given for low blood pressure and an intra-aortic balloon pump was placed. The patient was transferred to the intensive care unit. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the valve was recaptured once due to a deep implant position. A slight infold was present at the final valve position. The patient died approximately five days following the valve procedure. The valve was reported to be functioning as expected following implant and until death. Per the physician, the infold created paravalvular leak (pvl) which caused the instability requiring cardiopulmonary resuscitation (CPR). Pre-existing coronary artery disease and low ejection fraction contributed to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Relevant history updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which reported that the paravalvular leak (pvl) as a result of the infold was not graded due to the patient's declining status. The pvl was present during the infold, until the post dilation was performed. The pvl was estimated as moderate due to the patient's pressure response. An echocardiogram was not performed during this time to officially assess the severity of the pvl. The patient died four days following the valve implant procedure. Date of death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that on the first deployment, the valve infold was identified. The valve was deep and had moved towards the ventricle on deployment. The valve was then recaptured and deployed again. The target depth was 3-5 millimeter (mm) and the final depth was 4 mm on non-coronary cusp (ncc) and 2 mm left coronary cusp (lcc). Per the physician, a native non-coronary leaflet was bulky and could have contributed to the infold. No additional adverse patient effects were reported. Updated data: a4, h6 device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro+ delivery catheter system (dcs), product ID: d-evprop34us, lot: 0010701563, use by date: 2023-05-31, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a preimplant dilation of the native valve was performed with a 20 millimeter (mm) non-medtronic balloon (true flow). During the valve deployment, an infold was observed. The valve was deployed and the delivery catheter system (dcs) was exchanged for an 18 french (fr) sheath for post dilation. During the time it took to post dilate the valve due to infolding, the patient coded. Cardiopulmonary resuscitation (CPR) was initiated along with intubation and one round of defibrillations. The valve was successfully dilated and expanded with a 26 mm non-medtronic balloon (true flow). Medication was given for low blood pressure and an intra-aortic balloon pump was placed. The patient was transferred to the intensive care unit. No additional adverse patient effects were reported. Additional information was received which indicated that on the first deployment, the valve infold was identified. The valve was deep and had moved towards the ventricle on deployment. The valve was then recaptured and deployed again. The target depth was 3-5 millimeter (mm) and the final depth was 4 mmon non-coronary cusp (ncc) and 2 mm left coronary cusp (lcc). Per the physician, a native non-coronary leaflet was bulky and could have contributed to the infold. No additional adverse patient effects were reported. Additional information was received which indicated that the valve was recaptured once due to a deep implant position. A slight infold was present at the final valve position. The patient died approximately five days following the valve procedure. The valve was reported to be functioning as expected following implant and until death. Per the physician, the infold created paravalvular leak (pvl) which caused the instability requiring cardiopulmonary resuscitation (CPR). Pre-existing coronary artery disease and low ejection fraction contributed to the death. Additional information was received which reported that the paravalvular leak (pvl) as a result of the infold was not graded due to the patient's status. The pvl was present during the infold, until the post dilation was performed. The pvl was estimated as moderate due to the patient's pressure response. An echocardiogram was not performed during this time to officially assess the severity of the pvl. The patient died four days following the valve implant procedure.